Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 800 synchron system ion selective electrode module leaked unknown liquid. Customer reported that they noticed the leak while running quality control (qc). Customer reported that qc failed for all electrolytes tests which included sodium, potassium, chloride and carbon dioxide. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) was unable to reproduce the leak during a service visit and could not find the source or cause of the leak. The fse tested calibration and qc with no problems noted.

Manufacturer narrative:
(B)(4).